Manufacturer narrative:
The device was in use for treatment. The lead was capped and was actively implanted for approximately 16 years, 1 month, and will not be returned for analysis. As a result, the allegations against this lead (low impedance) cannot be confirmed. No adverse patient effects were reported. The device history records (DHR) were not available for review, as this lead model as it is beyond oscor's record retention procedure and may be destroyed. This lead is no longer manufactured by oscor. Based on this investigation a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. The manufacturing inspection procedure for this device indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, use helix to connector pin as contact), "d" dimension on is-1 connector is measured and tubing inspection is done. A general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the following precautions: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements.

Event description:
Impedances were <200 ohms, which were noted prior to the procedure. Capture thresholds within normal limits. Lead tested via psa, impedance issue reproduced. This is conclusive evidence of a lead only issue.